Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. No unexpected insulin flow blocked alarm noted. Device received with pillowing keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6), 2020 with blood glucose of 1014 mg/dl. The customer's current blood glucose was unknown. The customer did not experience any symptoms such as a result of high blood glucose. The customer was treated with manual injection and intravenous insulin drip. Customer stated they started running high, and was getting dizzy, and shortness of breath. Troubleshooting was done for high blood glucose. Customer stated they had been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.